Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer reported that broken battery cap. Customer using a belt clip or coin to open the battery cap. Troubleshooting was not performed. No harm requiring medical intervention was reported. No information on whether the customer continues using the insulin pump or not and the pump will not be returned for analysis.